Event description:
It was reported to our country rep in the united kingdom that there was a pt who was having an increase in seizures. It is not known at this time if their seizures were above or below their prevens rate. Diagnostics were reported to be within normal limits. Event not believed to be related to any surgical issue. The pt will be seen back in clinic for eval. Good faith attempts are underway for further details.